Event description:
Major pump unit(s) involved: drive unit failure;specific component(s) involved: driveline malfunction.

Manufacturer narrative:
Customer returned meter (B) (4) for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter's memory.

Event description:
A customer reported he received the following erratic readings on his blood glucose meter within 10 minutes: 481 mg/dl and 128 mg/dl. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the device is returned and investigation is complete.